Manufacturer narrative:
E1: establishment name: (B)(6) hospital (documented here in it¿s entirety due to character limitations in respective field). E1: address - line 2:(B)(6) (documented here in it¿s entirety due to character limitations in respective field). The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found the following: due to clogging of the nozzle, the air supply volume did not meet the standard value. Due to clogging of the nozzle, the water supply volume did not meet the standard value. The nozzle had foreign objects. The bending section cover had a scratch. The adhesive on the bending section cover had a chip, and a white-clouded area. Due to clogging of the nozzle, water removal ability did not meet the standard value. The connecting tube had a dent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had poor gas and water supply. The issue was found during preparation for use. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign material in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be specified. It is unknown if the device was reprocessed in accordance with the instructions for use (IFU). Therefore, the root cause could not be determined. The event can be detected/prevented by following the IFU in sections: operation manual: chapter 3 ¿ preparation and inspection operation manual: chapter 5 ¿ reprocessing the endoscope olympus will continue to monitor field performance for this device.